Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction code 12, with no notable events occurring before the issue and no reported impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer repeatedly reset pump independently before contacting support, and technical support advised pump replacement and arranged replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.